Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading over 605 mg/dl. The customer's mother stated that prior to the event, the customer's blood glucose level was high all day and she was vomiting. The customer's mother also stated that she thought the customer was getting influenza. The customer's mother then stated that the doctor at the hospital removed the set and found a bent cannula. The customer called later and reported that after returning home from the hospital, she was treated by paramedics for low blood glucose levels. Troubleshooting was performed and the customer found that the insulin pump gave 57 units in a two hour period. The daily totals did not indicate that 57 units were delivered. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.